Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that gryphon p br anchor w/oc, was broken off. The complaint device was received and evaluated. Visual observation confirms that full device not was received, just one piece of the anchor was found in the plastic tray. In addition, the piece of the anchor is impregnated with possible biological residues. The piece of anchor was submitted to the qa analytical laboratory for its chemical identification. Infrared spectroscopy results revealed that foreign material exhibited the infrared spectrum for biological-based material, presumably human tissue. Besides, a portion of suture that looks frayed, is out from assy gryphon push inserter, also is out from the cover handle. The complaint can be confirmed. The possible root cause for the reported failure can be associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [l468229] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a manufacturing record evaluation was performed for the finished device [l468229] number, and no non-conformances were identified

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. A manufacturing record evaluation was performed for the finished device [l468229] number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported by affiliate via phone that during a shoulder labrum repair while using a gryphon p br anchor w/orthocord, the anchor broke off, all the pieces were removed from patient. Another device was used to complete procedure. No surgical delay or patient consequences reported. No additional information was provided.